Event description:
Patient was undergoing laparoscopic sigmoid colectomy when the linear cutter failed to discharge all rows in the staple line when fired. The surgical tech reports that it missed the outside row of staples. Another linear cutter (same make/model/different lot number) was delivered to the field and procedure finished with no further issues. No injury to patient. Of note: staff did retain the linear cutter staple reload cartridge for evaluation purposes.